Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure for a stricture in the third portion of the duodenum, performed on (B)(6), 2008. The patient had complete obstruction of the duodenum and an unresectable tumor. According to the complainant, the stent was placed successfully, however optimal expansion was not achieved. The stricture was reported to be very tight. The physician stated that expansion was satisfactory within the next few days, and this was not in any way a stent dysfunction. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) (stent, fail to expand). (B)(4): as the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.